Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) occurrence (69 mg/dl). The customer stated that more insulin was taken with regards to food consumed. The customer drank orange juice to treat bg.